Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the cgm error did not appear again. The caller successfully began a new sensor session without further issues.